Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, five heartstring seals did not load properly. The surgeon completed the procedure with a side biter clamp. No pt complications were reported by the hospital as a result. This account received in-service training about four to six weeks ago and product was delivered at that time. This was their first attempt to use the heartstring after the training. They even called the maquet territory manager on the phone and he walked them through the process, but they still could not load the seals properly. This report is for the fourth device.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed. (B) (4).